Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a corneal flap was difficult to lift and tore during a lasik procedure of the right eye. Reporter indicated when the doctor attempted to lift the flap it would not lift and tore in the central region. Upon follow up, the reporter indicated the procedure was not completed and a bandaged contact lens was placed on the eye. The doctor said the patient¿s corneal epithelial cell has now recovered, and the patient will have treatment performed.

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).